Manufacturer narrative:
Correction: a medwatch was submitted for this product which included a statement indicating conduction disturbances are known potential adverse effects. That statement was submitted in error. There was no conduction disturbance reported for this patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon deployment the valve dislodged slightly aortic and did not seal the annulus. Moderate paravalvular leak (pvl) was reported. A second transcatheter bioprosthetic valve was implanted lower and the pvl resolved. No additional adverse patient effects were reported.